Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A filterwire was advanced to an unspecified lesion. Next, the 24x3.0mm taxus liberte stent delivery system (sds) was advanced and the filterwire moved. Therefore, both devices were removed and upon reinserting the taxus stent it was noted that it was "burgered up" so it was not used. No patient complications were reported. Additional information has been requested and is not available.